Manufacturer narrative:
Correction: b5 correction as lead was capped rather than explanted as previously reported.

Event description:
It was reported during in clinic follow up that the right atrial lead failure to capture and failure to sense. Imaging confirmed that the lead was dislodged. The lead was capped on (B)(6) 2025 and successfully replaced. There were no patient consequences.

Event description:
It was reported during in clinic follow up that the right atrial lead failure to capture and failure to sense. Imaging confirmed that the lead was dislodged. The lead was explanted and successfully replaced. There were no patient consequences.